Event description:
It was reported via clinic notes received dated (B)(6) 2012 that the patient had a seizure two and a half weeks prior to the note that was 5 minutes long. From the information provided, this appears to be unusually long for the patient. The patient did not experience any loss of consciousness. The patient normally has 2-3 mild partial seizures per month and on and off small seizures in her right leg up to 3 times per day. The patient also indicated that she feels that sometimes the vns magnet activations do not work while other times, the magnet stimulation can be too strong. The patient's pulse width was increased. The patient was referred for battery replacement due to the generator nearing end of service. During surgery the physician indicated that the lead was broken and required replacement as well. Diagnostics performed before the surgery were within normal limits. The break appeared to be a small cut or break in the lead insulation. Body fluids could be observed inside the insulation near the area of the opening. It is unknown if the opening was through both the inner and outer insulation or just the outer. Diagnostics following lead and generator replacement were normal. No other anomalies were noted. Attempts for the return of the explanted lead and generator are in progress. Attempts for additional information have been unsuccessful to date.

Event description:
Attempts for product return and additional information were made; however, they were unsuccessful. The hospital did not respond to the product return request and the physician provided no further information.